Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the thoracoscopic lobectomy surgery, when conducting wedge resection of the lung, the knife moved to the distal end, but could not return knife automatically. Knife reverse button would not work. Used manual override lever to return knife. There were no adverse consequences to the patient. No additional information can be provided.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5a11y, t5a68r. Investigation summary: the analysis results showed that one ecr45d cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. The analysis results showed that one ecr45b cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridges were received fully fired and no instrument was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.